Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h5, h11.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, g6, h2, h4, h5, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that an "oxygen supply failed" event occurred. There was no patient involvement or and consequently no clinical consequences were reported. The customer was provided with a replacement mixer valve assembly to address the issue. No log files were submitted for analysis, and no feedback was received confirming whether the replacement resolved the problem. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the mixer assembly, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.